Manufacturer narrative:
This device was returned and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. No evidence found of device defect, malfunction or damage outside the bounds of normal medical use. Additional information: - h6 (component codes) was included.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced due to an unspecific product performance issue. Attempts to obtain additional information were unsuccessful. This device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was returned and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. No evidence found of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced due to an unspecific product performance issue. Attempts to obtain additional information were unsuccessful. This device was returned. No additional adverse patient effects were reported.